Event description:
It was reported that the patient experienced changes in therapy, as if the implantable pulse generator had switched off during the day by itself. The patient felt that the applied stimulation was not constant. There was no relation to charging sessions or battery level.

Event description:
It was reported that the implantable neurostimulator (ins) was explanted because the patient did not experience constant stimulation.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 37612 serial # (B)(4) determined there was no anomaly found. Good, stable output was found on all electrode pairs. The ins functioned properly.

Manufacturer narrative:
(B)(4).